Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025 wherein the right lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152244.

Event description:
It was reported patient lost effective therapy due to high impedances on one lead after experiencing a fall. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.